Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cycling peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler and the adverse event(s) of death. The etiology and timeline of the event(s) remains unknown; therefore, causality cannot be established. Presently there is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the patient¿s expiration. However, given the absence of a discharge summary, primary/secondary cause of death, end-stage renal diseases (esrd) death notification, death certificate, autopsy report and no manufacturer evaluation of the suspect device. The liberty select cycler cannot be excluded from having a possible causal or contributory role in the patient¿s expiration, as there is insufficient evidence to conclude the root cause of the event(s). The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a peritoneal dialysis (pd) patient expired while connected to the cycler. A replacement cycler was requested and issued. A scheduled return for the cycler was set up. Additional information was requested but to date, has not been provided.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. They cycler underwent and passed a system air leak test, valve actuation test, and go/ no go check. The load cell verification passed. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler was able to complete the treatment without issues. There were no visual discrepancies found during the internal inspection of the returned cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.